Event description:
It was reported he rv lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that prior to lead replacement, the right ventricular (rv) lead was tested and failed to deliver high voltage therapy due to low impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low defibrillation impedance was observed on the right ventricular (rv) lead. No intervention was performed; the patient was stable and there were no adverse consequences.